Manufacturer narrative:
Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 3011050570 - 2024 - 00004 (1/2).

Event description:
It was reported that the laser system did not connect with the wireless laser footswitch. The issue was found during the beginning of a transurethral resection of the bladder (turb). There was a five minute delay in the procedure while a replacement wired pedal was obtained. The procedure was completed with the pedal with the cable. There were no reports of patient harm.